Event description:
It was reported that during a gastric bypass procedure, the surgeon was dissecting thru the omentum of the stomach and then making an "otomoy" in the stomach to perform the gastrojejunostomy. While he was transecting and cutting into the stomach, the instrument error code went off on the generator. Then tightened the device with the torque wrench and re-activated and the error message came back on numerous times. They changed to a new device and were able to use. But then went thru handpieces and also to a new device. The procedure was extended by twenty minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the devices were returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.